Manufacturer narrative:
The correction of b5 describe event and problem and h6 medical device ¿ problem code (1) deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 26th april, 2023 getinge became aware of an issue with configuration of surgical lights - hanaulux 2005 and 2003. It was stated the paint was missing from the device. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 26th april, 2023 getinge became aware of an issue with configuration of surgical lights - hanaulux 2005 and 2003. It was stated the paint was missing from the device. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no indication of missing particles, which was initially considered. Previous h6 medical device ¿ problem code (1): material integrity problem/degraded/peeled/delaminated/1454. Corrected h6 medical device ¿ problem code (1): no apparent adverse event///3189. Further information provided by getinge employee indicated that there was no paint missing on the device. Therefore, the scenario described in the record is considered as non-reportable. It is not likely that the issue could lead to the serious injury or death when the malfunction reoccurs. That is why it is not considered to be safety related and reportable.

Event description:
On 26th april, 2023 getinge became aware of an issue with configuration of surgical lights - hanaulux 2005 and 2003. It was stated the paint was missing from the device. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no indication of missing particles, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable.

Event description:
On 26th april, 2023 getinge became aware of an issue with configuration of surgical lights - hanaulux 2005 and 2003. It was stated the paint was missing from the device. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.